Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report 3005099803-2015-03107 pertains to the other device. It was reported to boston scientific corporation that a capio cl transvaginal suture capturing device was used during a vault suspension procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached from the suture and was found in the first capio device. Consequently, another capio device was used; however, the needle also detached and was retrieved. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned capio slim revealed that the device does not have any visual failure. During functional inspection, the carrier was actuated three times and it extended without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot. The device does not have the needle detached nor functional issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Complaint included a returned device review which showed no evidence of either the alleged issues or any defect which could have contributed to the event. Based on all gathered information, no further actions are considered necessary. The most probable root cause is not confirmed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report 3005099803-2015-03107 pertains to the other device. It was reported to boston scientific corporation that a capio cl transvaginal suture capturing device was used during a vault suspension procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached from the suture and was found in the first capio device. Consequently, another capio device was used; however, the needle also detached and was retrieved. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.